Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high thresholds and low p waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the initial implant procedure placement difficulties were noted. In addition, it was also reported that during the initial implant procedure the helix remained extruded when the physician inspected it outside of the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited unacceptable data but was successfully implanted. It was further reported that one week later the lead became dislodged and the lead was repositioned however again the data was not ideal. No patient complications have been reported as a result of this event.